Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the bottom half of the touchscreen became unresponsive. Customer's blood glucose level was not impacted. It was confirmed that the customer has back up manual injections for continued insulin therapy.